Event description:
At the end of a procedure, a blood leak was noted from the three-way stopcock of the introducer. When the introducer was visually checked, the extension tube was noted to be separated from the three-way stopcock. The procedure was already completed so the device was not replaced. There were no adverse consequences to the patient.

Manufacturer narrative:
One 8.5f agilis steerable introducer sheath was received for evaluation. The extension tubing had detached from the sideport of the hemostasis body. No other visual anomalies were noted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures. The cause of the detached side port remains unknown.